Manufacturer narrative:
H3, h6: evaluation is not possible, as the unknown endobutton device will not be returned. The part and lot number have not been provided making an examination of the manufacturing records prohibitive. A review of the complaint records was performed for this device family, which confirmed additional complaints have been reported within the scope of the reported study. The investigation was limited to the information provided. This investigation could not draw any conclusions about the reported event with the limited clinical details provided. If additional clinical details become available in the future, the investigation will be reopened. A review of the journal article provided reported after acl reconstruction procedure, the endobutton rotated. Patient outcome is unknown. However, without the requested patient specific clinical information a thorough medical investigation cannot be rendered. Additionally, the patient's current condition nor the impact to the patient cannot be determined. Therefore, no further medical assessment can be rendered at this time. Should any additional medical information be provided this complaint would be re-assessed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that after acl reconstruction procedure, it was noted the endobutton rotated. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.